Event description:
It was reported the patient experienced loss of stimulation due to the ipg being inoperable and unable to communicate with multiple external devices for about six months (date of event unknown). A sjm representative confirmed the issue. Surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified the patient underwent surgical intervention where the ipg was explanted, replaced and relocated (reference MFR report # 1627487-2013-24188) which resolved the issue.

Manufacturer narrative:
(B)(4). Correction and reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.